Event description:
A us distributor returned a monitor and reported monitor will not power up properly.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation, the monitor would not power up properly. The failure was isolated to contamination on the j502 and other components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.